Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Unit communicated properly with the glucose sensor simulator and the guardian 2 link. No calibration anomaly or unexpected alert on high alarm noted during testing. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button, scratched/lifting serial number label and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer was hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 34 mmol/l. The customer alleged the insulin pump was under delivering. Troubleshooting was performed for under delivery. Customer also reported that insulin pump had a damaged retainer ring and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated analysis summary by (B)(4) on march 30, 2022. Retainer ring = clear. On june 21, 2021, the customer alleged was hospitalized for high bg, pump under delivery and cosmetic damage on the retainer and alert on high. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Device communicated properly with the glucose sensor simulator and the guardian 2 link. No calibration anomaly or unexpected alert on high alarm noted during testing. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button, scratched/lifting serial number label and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery and alert on high was not confirmed. Cosmetic damage confirmed on the retainer. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.